Event description:
While performing lsh loop snapped in half in the middle of the metal cutting portion. Loop did not hit or damage any surrounding tissue. Second loop was used and worked properly. Surgeon said that loop did not come into contact with uterine manipulator.

Manufacturer narrative:
It would be useful to have some add'l details from the customer regarding how the device was used in the surgery, if there were any changes of the loop shape before or during the operation. However, most possible reason of the loop break is bending of the wire in a way that it didn't stand the pressure and the heat at the same time. Wire broke because there could be a need to rotate the loop and put more tension on it during surgery to finish it successfully.